Event description:
It was reported that ¿the unit¿ had stopped working. Additional information received reported the patient had no stimulation sensation. The reporter stated stimulation stopped working on the saturday prior to this report. It was noted the patient¿s ¿unit¿ quit working over the weekend prior to this report and the patient was taking 3 morphine pills per day. The reporter stated they recharged once per month and was going to charge over the weekend prior to this report, but they had no communication with their recharger. It was noted the patient last charged about a month prior to this report. It was further noted the patient got a warning screen to replace the patient programmer batteries, and the patient only got a poor communication screen upon device interrogation. It was noted an implantable neurostimulator (ins) overdischarge was suspected. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).